Event description:
It was reported that a patient complained of the tibial nail causing pain. The patient wanted the hardware removed since he played sports and pain was interfering. There was nothing wrong with the hardware when it was explanted. There was a nail and 3 locking screws removed. The patient outcome is that the surgery went well. This report is for 3 unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 unknown screws/unknown lot number. Implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.